Event description:
The pt is pursuing a product liability claim. It was reported that a ncb plate for femur, right, 13 holes was implanted on (B)(6) 2014 on the right side. On (B)(6) 2014 the plate broke. The pt underwent a revision surgery on (B)(6) 2014 due to the breakage of the device.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. Due to the fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the devices be returned for eval and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).